Manufacturer narrative:
A ge svc rep performed an on site investigation. The lemo pin connector was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported the interconnect cable will not plug into lemo connector. The interconnect cable connects the workstation and the c-arm together. There is no report of pt injury or death.